Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify the following response ¿was the device used for the intended purpose? No." For example, was the device not used as intended due to the reported issue with the device? Additional information was requested and the following was obtained: please verify if 2 sutures broke during this procedure? Yes. Both sutures broke during the procedure. Lot number # no lot available single samples, observed that they were tossed out during the case in biohazard material bin. How was the case completed? Yes the case was completed. Please inform the location where the sutures broke in relation to the needle. The suture broke in half distal end closer to needle on the suture itself. Was the device used for the intended purpose? No. Was the user a new user or experienced? If experienced ¿ another device? A new user was sales rep present during the procedure? Yes I was present during the case.

Event description:
It was reported that the patient underwent a robotic prostatectomy procedure on (B)(6) 2016 and the barbed suture was used to tie up the enlarged prostate for later specimen retrieval. During procedure, a surgeon was used the distal adjustable loop with a cinch technique. When a surgeon cinched down after the third pass with excessive robot force, the barbed suture split in half distal end closer to a needle on the suture itself. Both suture and needle were removed from the patient through the trocar where they were placed on the needle counter. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please clarify the following response ¿was the device used for the intended purpose? No" for example, was the device not used as intended due to the reported issue with the device? Yes this is correct, the device was not used because of the incident.